Manufacturer narrative:
Investigation of the returned device found the exposed portion of the soft cannula to be pinched. Fluid path testing found that this damage did not prevent fluid from flowing through the fluid path as intended. The timing and cause of the soft cannula damage could not be determined. The download data from the received device does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No drive stalls occurred, and no hazard alarms were generated during pod operation. Because it could not be determined when or how the external soft cannula damage occurred, it could not be conclusively determined if this damage contributed to the reported not sure delivering insulin event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose (bg) level rose to above 250 mg/dl while wearing the pod between 5 and 24 hours. As treatment, a new pod was placed. The device was originally reported for high bg levels.